Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via distributor that the water feed tube became detached from an mr290v vented autofeed humidification chamber during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290 humidification chamber was visually inspected for damage. Results: a visual inspection revealed that insufficient glue had been applied between the feedset tubing and the chamber dome, causing the separation. Based on the lot number of the device, it was also noted that the device was already eight years old, which may cause the glue bond to weaken further due to ageing effects. A lot check revealed no other complaints of this nature for lot number 020918. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. Fph has not received complaints of any similar incidents for mr290 chambers in (B)(4) 2010.

Event description:
A hospital in (B)(6) reported via distributor that the water feed tube became detached from an mr290v vented autofeed humidification chamber during set up. No patient consequence was reported.